Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. Since the manufacture record of the subject device was unknown, the manufacture record that dated back the past six months from the delivery date to the user (9/2014-2/2015) was reviewed without apparent irregularity associated with the subject phenomenon. The exact cause of this issue cannot be conclusively determined. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases with the same model, it is known that the reported event occur since the user outputs the device contacting with something hard or the probe and the jaw come into contact, which causes scratches because of wear of the ptfe pad. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During an unspecified procedure, the subject device was used. The probe of the device was broken off into the patient. The probe fragment was retrieved. The procedure was completed with another thunderbeat. There was no patient injury reported.